Manufacturer narrative:
Analysis found errors in the programmer update history. Analysis also found the touchscreen was out of specification.

Event description:
It was reported there was unstable operation and sudden shut off. The programmer was returned for service. There was no patient involvement.